Manufacturer narrative:
Citation: aa khan comparison of transaortic and subclavian approaches for transcatheter aortic valve replacement in patients with no transfemoral access options structural heart-the journal of the heart team volume 2, 2018 - issue 510.1080/24748706.2018.1497237 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison of transaortic and subclavian approaches for transcatheter aortic valve replacement in patients with no transfemoral access options. All data were collected from a single center between may 2013 and august 2015. The study population included 51 patients (predominantly female, mean age 84 years), 39 of which were implanted with medtronic corevalve bioprosthesis. No serial numbers were provided. Among all patients, 30-day all cause, 1-year all-cause and cardiac mortality was reported due to unspecified reasons. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the reported mortality. Among all patients, adverse events included: aortic paravalvular leak (pvl), permanent pacemaker implantation, annular dissection and moderate paravalvular leak (pvl), stroke, major vascular complication, second valve implantation, myocardial infarction (mi), device thrombosis, life threatening bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.